Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to an earth leakage current failed to meet specification.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the earth leakage current failed. The previous return of the device was not for any issues related to earth leakage current failed. The root cause was determined to be a hardware problem- short circuit in the pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.